Event description:
This spontaneous case was received on (B)(6) 2013, from a (B)(6) year old male patient. The patient's medical history included cosmetic procedure. Concomitant medications were not reported. On an unknown date, the patient started treatment with sculptra (poly-l-lactic acid) injection of two vials for cosmetic use with a total of 6 treatments. The batch number used was not reported. It was reported that the patient has been getting injections of sculptra every 8 to 12 weeks into the temple area and facial areas. It was reported the patient's 4th injection occurred on (B)(6) 2013, his 5th injection occurred on (B)(6) 2013, and his 6th injection occurred on (B)(6) 2013. On an unknown date, about 4 weeks before the 5th injection, the patient experienced vitreous membrane peel in both eyes resulting in floaters. Shortly after the 5th injection the patient started to experience blepharitis. The patient saw an ophthalmologist approximately 1 month prior to the report. The ophthalmologist did not believe the events were due to the sculptra but rather due to the patient's age. At the time of this report, the patient stated that the floaters have not gone away. The patient also mentioned that the condition may have "lessened for a while but would flare." The outcome of the event was not recovered. The patient is scheduled to have a follow-up appointment with the ophthalmologist on (B)(6) 2013. No further information was available at the time of this report. For reference purposes only, this case has also been assigned the following tracking numbers: xce-70462-ae (medcomm solutions on behalf of (B)(4)). Initial report received on (B)(6) 2013 and follow-up information received on (B)(6) 2013. Both reports processed together.

Manufacturer narrative:
(B)(4). Vitreous injury, vitreous floaters, blepharitis assessed as serious and possibly related.